Event description:
It was reported that pump kit, cadd-solis vip had system fault 46.822 found in event log. No patient injury reported.

Manufacturer narrative:
B5: additional information received on 02-mar-2022. All of these occurred in house during testing. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, however, the device was in good condition. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated and verified. The investigation showed that main board was corrupted. For corrective action, the faulty main board was replaced. The root cause was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.